Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient¿s back was hurting, and when they went to check the ins, it showed that the battery was low. The patient went to charge the ins was unable to. The patient reported that they kept seeing the reposition antenna screen and the poor communication screen. The patient noted that they had been able to charge the ins last week. The patient repositioned the antenna many times and attempted to use the antenna locate feature and saw a power on reset (por) screen. The patient cleared the por and saw 2 coupling bars filled. The patient turned the dial on the recharger antenna and confirmed that there were 8 coupling bars. No further complications are anticipated.